Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens implant procedure the lens was cracked and scratch or mark on optic. The lens was implanted and removed during the initial procedure and replaced with another lens. Additional information has been requested.